Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective left monitor. The system was tested and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 2800 uroview fluoroscopy system had a left monitor failure during a procedure. The case was completed with no issues (another monitor is on system).